Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1 h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the surgeon was trying to register the patient but the reference frame was not being seen. Everything was set up as normal as past cases. Troubleshooting was done. The spheres were changed and that did nothing. The instrument tracked fine and a new reference frame tracked fine. The spheres were changed on the frame and it did not work, however after camera manipulation it worked. The site was able to register, went sterile, checked the sterile frame to the camera, put the sterile frame on and it could not see the frame. The system was shut down and rebooted. They still could not see the frame. It was noticed at the bottom it stated that the emitter was not connected in biopsy. This went away and then the system saw the frame. There was no delay. Patient impact was not reported. Additional information received reported that there was no impact on patient outcome.